Event description:
It was reported that gradually increasing shock impedances were noted on this right ventricular (rv) lead. The impedances remain have been consistently increasing over the last year before becoming out of range at 140 ohms. Technical services (ts) provided troubleshooting recommendations. This rv lead remains in-service. No adverse patient effects were reported.